Manufacturer narrative:
(B)(4).a lot history record review was completed for lots 25116317, 25116625 and 25116815 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a broken vasoview hemopro kit was discovered. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4) 2015 02:48 pm (gmt-4:00) added by (B)(4): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a broken vasoview hemopro kit was discovered. The hospital did not report any patient effects.